Event description:
Pt reported that "he had a faulty lap-band and that the tubing and port had to be replaced". Follow-up findings: analysis confirms leakage from port tubing at or near connector.

Event description:
Pt reported that "they had a faulty lap-band and that the tubing and port had to be replaced.